Manufacturer narrative:
The event occurred in USA. It was reported that the error message ¿head error¿ occurred on the rotaflow console during routine inspection. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. According to the ssu (sales and service unit) dated on (B)(6) 2026 the customer did not order any repair/service of the device by getinge yet. No parts have been replaced. Therefore, it is not possible to determine the exact root cause. However, the head error is mostly caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on the investigation results the "head error" could be confirmed. If further significant information becomes available the complaint will be reopened and necessary steps will be initiated. For the rotaflow drive s/n (B)(6) a review of non-conformities was performed on 2026-07-13 for the period of 2009-05-13 to 2026-05-28. It shows non-conformities in regard to the reported product and failure. The rotaflow drive in question was produced on 2009-05-13. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, it is necessary to follow the chapter in the instructions for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. It is also necessary to follow the chapter in the service manual heart-lung support system rotaflow system/ en / 03 chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow drive) has been manufactured on year 2009. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in USA. It was reported that the error message ¿head error¿ occurred on the rotaflow console during routine inspection. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. Complaint ID: (B)(4).